Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the infection was not related to the device/therapy. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they have a female infection. As a result of what was reported, they were advised to contact their healthcare provider (hcp) with health concerns. No device issue was reported and no further patient complications have been reported as a result of this event.